Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump on 2016-05-10 revealed no anomaly. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving intrathecal baclofen (2 ,000mcg/ml, 345.4mcg/day flex dosing, unknown lot number) for intractable spasticity. The patient began to experience symptom re turn , specifically spasms of the left leg, on approximately two years prior. The issue progressively got worse. The pump was increased a few times, however, the symptoms remained. The logs showed the pump was functioning normally. A side port study was performed (date not provided) which showed the catheter to be intact and working properly. The hcp questioned if the symptoms were related to a pump battery issue (per hcp, the pump battery was on a recall list). There were no known environmental factors that may have led to the issue. The patient was treated with oral baclofen to reduce symptoms. The patient's medical history was unknown. The pump was replaced on (B)(6) 2016 and the issue was considered resolved. The patient's status at the time of the event was stated to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.